Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A representative of a medical facility called for the customer and reported via phone that they experienced a high blood glucose level. They are unsure of the actual date the customer visited the hospital for assistance. They reported not knowing how to bolus for the high blood glucose level of 399 mg/dl and no delivery alarm. The representative did troubleshoot and was able to complete the rewind, prime the insulin pump and connected the infusion set tubing to the reservoir. The customer treated for the high blood glucose level with an insulin pump bolus. The customer¿s current blood glucose level is unknown. The customer declined to troubleshoot the high blood glucose level. The insulin pump will not be returned for analysis.